Manufacturer narrative:
Visual inspection: five (5) handles were received under the lot/serial #(B)(4). The handles do not display any visible signs of damage other than light superficial scratches that would come from normal wear and tear. Functional inspection: per the attached picture in this sap complaint, three different style blades (rusch disposable green lite mill 2, snap light mill 4, and emerald rusch mil 1.5) were attached to each of the five suspected defective handles and removed without any reasonable force. Root cause: no functional issues found.

Event description:
The complaint was reported as: the customer alleges that they are unable to remove the blade from the handle without extraordinary effort. The handles are used with sunmed, phillips and rusch blades. The end-user states that the issue occurs over time. No report of pt injury.